Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis cylinder and pump were removed and replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was visually and microscopically inspected. The cylinder had a hole with a leak at the corner of a fold in the middle of the cylinder. The cylinder kink resistant tubing (krt) was worn to the filament and had a hole with a leak from fatigue. The rear tip extender (rte) was returned and passed visual inspection. The pump was visually, microscopically, and functionally tested. The pump tubing was cut down to the pump block and the tubing was not returned. The pump passed the leakage testing. The pump did not pass the inflation testing and did not pass the activation testing.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis cylinder and pump were removed and replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.